Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained she can feel the scs stimulation on when the system is off. Also, the patient stated there is a lump at the lead site and she has experienced weakness in the knees since the system was implanted. Surgical intervention may be taken to address the issue.